Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this returned cylinder underwent a thorough analysis. It was visually and microscopically inspected and leak tested. A hole in the outer tube with a resultant leak was identified. The hole was due to wear at the cylinder folds. Due to this leak, pressure testing was not conducted. Analysis confirmed this leak was the likely cause of the clinical observations.

Event description:
It was reported that the patient with this inflatable penile prosthesis presented at the hospital because his device was not working. A revision procedure was later performed and the left cylinder was replaced; a hole through which the saline was leaking was found in the cylinder. The cause of the hole could not be determined. The other cylinder was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis presented at the hospital because his device was not working. A revision procedure was later performed and the left cylinder was replaced; a hole through which the saline was leaking was found in the cylinder. The cause of the hole could not be determined. The other cylinder was replaced. No additional adverse patient effects were reported.